Event description:
Subsequent to the initial medwatch additional information received: it was reported that a physician attempted placement of the prostar xl 10f suture in the common femoral artery, using the pre-close technique prior to a transcatheter aortic-valve implantation (tavi) procedure. Reportedly, when the needles were being harvested, it was noticed that one of the posterior needles were missing. A backdown was performed and the device was removed per protocol. A second prostar xl was used with no consequences to achieve hemostasis. Reportedly the physician is trained in the use of the prostar xl device. No additional information was provided

Event description:
It was reported that a physician using the prostar xl device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, needle deviation occurred, possibly hit calcium wall. The method of how hemostasis was achieved was not reported. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the handle and needles were in the backdown position as returned. Presence of suture slacks at the guide area and the suture bights were still inside the coiled suture lumens. There was no clamp mark found on the coiled suture tubes. There was a needle strike mark on the guide anterior shoulder. The evidence of needle strike mark on the barrel suggested that the needle might have been deflected by an unidentified cause. Deploying the device at an angle greater than 45 degree, or the patient anatomical condition such as obesity, calcification or scarring of the site use in deploying the device can deflect the needles. The needle deployment of every device is checked during the manufacturing process, to ensure that the needles/sutures are in the correct orientation. Based on the results of the investigation, the probable cause was determined to be related to the operational context in which the device was used and not a product quality deficiency. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and no were no indication of a quality deficiency. Based on the review of the lot history record and the query of the complaint handling databases, event information and testing/inspection for this lot, a product quality deficiency was not noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.